Event description:
Additional information received reported the site reported cause of death was cerebral stroke caused by embolism clogging of the implanted pipeline due to fish-mouth of the pipeline. It was noted that after pipeline implantation, tici was 3 and fish-mouth was not observed immediately post-operative. The pipeline fish-mouth was not observed until the ischemic emergency occurred.

Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-may-30 mpxr 1187267 (rep, hcp, for): medtronic received a report that the patient was readmitted for intra pipeline flow diverter thrombi and a mechanical thrombectomy was performed. The patient died two days post operative. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right posterior communicating artery with a max diameter of 10 mm and a 6 mm neck diameter. Landing zone: distal: 5.5 mm and proximal: 5.09 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result on (B)(6), 2024 showed no lesions and on (B)(6), 2024 it showed intra flow diverter thrombi. It was reported that a patient who underwent a 600-20 flow diverter implant in the right posterior communicating artery without any complications left the hemodynamics room awake and conscious, angiographically without lesions on (B)(6), 2024. The patient was admitted to the emergency room on may 21 with neurological deterioration, the patient was admitted to the hemodynamics room where the right ica artery was observed blocked from the proximal part to the diverter, it was decided to advance microguide 0.14 with rebar 18 microcatheter to reach the right m1, after that to ascend the react catheter 071 and solitaire x stent to perform mechanical aspiration therapies. Despite all the efforts, it is not possible to uncover 100%, it was decided to place a 4x10 scepter balloon and dilate the proximal part of the diverter that was observed to fish mouth, leaving it partially uncovered. The patient was brain dead and dies 2 days after the event. Medical/surgical intervention was needed to prevent permanent impairment or function, specifically, a mechanical thrombectomy and balloon pta was performed. The event did not lead to or extend patient hospitalization. There was permanent injury as the patient remained in the ICU and died two days after the event. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the healthcare provder (hcp) considers that non-adherence to antiplatelet therapy was the cause of death, and that it was not related to the device. The patient was not taking the indicated medications for antiplatelet therapy.